Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles during therapy. The customer¿s blood glucose was 220 mg/dl at the time of the incident. Customer was not due to blood glucose in the hospital at the time of incident. The reservoir will not be returned for analysis.